Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly the day prior to the report. Review of the customer's most recent charge during troubleshooting with tandem technical support showed the battery depleted from 100% to 2% within one day. The customer¿s blood glucose level was 170-179 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-33738.